Event description:
Additional information received reported the MRI ¿machine made the air so hot in there¿, as well as noise. The patient was too uncomfortable too continue. The patient did not have any concerns regarding the scs system; he had turned it back on afterwards. He put the patient programmer (pp) into MRI mode before starting and he was able to put it back in regular use mode and all was set. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that there was heating. The patient indicated that they had an MRI and felt warmth or hot and the MRI was aborted. Post MRI the patient turned on stimulation and the area around their battery was warm but therapy was good. The total duration of the scan time was 2:30 to 2:45. The patient was feeling hot over their entire body and the decision to stop the scan was by the radiologist as a precaution. There was no shocking or heating at the implantable neurostimulator (ins) site reported per hcp. The patient had been medicated prior to scan, valium. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.